Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor of unknown type and experienced deflation on the left breast implant and capsular contracture on the right breast implant. The patient¿s symptoms and deflation were confirmed during physical examination. As a result, the patient underwent bilateral removal and replacement with gel mentor memorygel xtra 405cc on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-03783 for contralateral prosthesis.

Manufacturer narrative:
Mentor received additional information indicating that the patient underwent removal and replacement of the left breast implant only on (B)(6) 2018. (B)(4).